Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed a crimped valve that was stuck in the sheath shaft at the strain relief section at 4 cm from the hub. A valve strut was observed to be protruding through the sheath shaft and strain relief at 4 cm from the hub. Upon removal of the crimped valve, two (2) frame struts were noted to be bent outwards at the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra valve have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the valve frame damage was confirmed based on the evaluation of the returned device. The available information suggests that procedural factors (device manipulation) likely contributed to the event as it was reported that resistance was encountered while advancing the commander delivery system with crimped valve through the esheath+. Additional device manipulation (e.g., high push force) applied to overcome the resistance can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-09978 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve via right transfemoral approach, the delivery system with valve became stuck inside the 14fr esheath+ during advancement. One of the valve struts was observed to be bent and it was reported to have punctured the esheath+ liner. The entire system was withdrawn, and a new system was prepped. There were no issues with the new system, and the new valve was successfully implanted. There was no patient injury, and the patient was stable post procedure. The device was returned for evaluation. Upon evaluation of the returned device, it was observed that a valve strut was protruding through the sheath shaft and strain relief at 4 cm from the hub. Further examination revealed there were two (2) frame struts bent outwards at the inflow side.